Manufacturer narrative:
Additional information is provided in sections a.1, a.2, a.3, b.5 and b.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received clarified that the incision was enlarged in the patient's right eye in order to perform additional, unplanned medical and surgical treatment, unspecified.

Manufacturer narrative:
Per the cannula manufacturer, one opened cannula sample was received attached to a viscoelastic syringe for the reported issue of a viscoelastic cannula suddenly perforated the posterior capsule. The returned sample was visually inspected and was found to be conforming. As no lot number was identified with this complaint, lot history and complaint history reviews could not be conducted. The returned sample was found to be visually conforming therefore, a viscoelastic cannula that perforated the posterior capsule as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the cannula was manufactured to specifications. All assemblies are 100% inspected by trained operators. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
An ophthalmologist reported that the cannula on a viscoelastic product which was used during a cataract surgery suddenly perforated the posterior capsule and hyaloid membranes while it was being used to polish the posterior capsule after the cortex was removed. Another viscoelastic product was injected into the anterior chamber in order to create a tamponade against potential vitreous prolapse. An alternate lens was required to be implanted into the sulcus. Additional information has been requested. Additional information received clarified that the alternate lens implanted in the sulcus resulted an outcome that was far less than the patient had expected.